Event description:
The customer reported that the system displayed a communication error message and the system would not expose. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply connectors were reseated. The system was then found to be operating as intended.